Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the perforation, pelvic pain, menstrual disorder, allergy to metals, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menstrual disorder, pelvic pain and perforation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s))'), device dislocation ('migration / migration of essure device location of device: out of the fallopian tube') and genital haemorrhage ('gen. Abnormal. Bleed') in a 29-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included ovarian cyst, left lower quadrant pain, hematuria, cholecystectomy and abdominal pain. Concomitant products included ibuprofen for abdominal pain as well as nsaids since september 2013 and paracetamol (acetaminophene) since september 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In october 2013, the patient experienced depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems -mental anguish/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy ¿other"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral) and hysterectomy(full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain, allergy to metals, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on 03-oct-2013 : was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area. Did not see any definite evidence of uterine perforation on this study without contrast. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: there is a metallic density within the uterus which apparently represents the uterine coil. It appears to be in the vicinity of the fallopian tubes. I do not see any definite evidence of uterine perforation on this study without contrast.. Laboratory test - on (B)(6) 2013: both ovaries seen - a few cyst seen on each ovary, largest on right ovary is 0.7 cm - largest cyst on left ovary is 1.24 cm. I was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area.. Pathology test - on (B)(6) 2013: gross description: a. Received specimen is labelled ¿left fallopian tube coil¿ is a silver metallic coil with attached silver metallic fragment, all of which measures 5 cm in length. The specimen is consistent with foreign body and is for gross exam only. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received : events added- abnormal bleeding (vaginal, menorrhagia). Events onset date added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s))') in a 29-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included ovarian cyst, left lower quadrant pain, hematuria, cholecystectomy and abdominal pain. Concomitant products included ibuprofen for abdominal pain as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophene) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), 5 days after insertion of essure. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems -mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy/salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, menstrual disorder, allergy to metals, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, anxiety, depression, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013 : was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area. Did not see any definite evidence of uterine perforation on this study without contrast. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: there is a metallic density within the uterus which apparently represents the uterine coil. It appears to be in the vicinity of the fallopian tubes. I do not see any definite evidence of uterine perforation on this study without contrast. Laboratory test - on (B)(6) 2013: both ovaries seen - a few cyst seen on each ovary, largest on right ovary is 0.7 cm - largest cyst on left ovary is 1.24 cm. I was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area. Pathology test - on (B)(6) 2013: gross description: a. Received specimen is labelled ¿left fallopian tube coil¿ is a silver metallic coil with attached silver metallic fragment, all of which measures 5 cm in length. The specimen is consistent with foreign body and is for gross exam only. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s))') and device dislocation ('migration / migration of essure device location of device: out of the fallopian tube') in a 29-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included ovarian cyst, left lower quadrant pain, hematuria, cholecystectomy and abdominal pain. Concomitant products included ibuprofen for abdominal pain as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophene) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems -mental anguish/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), rash ("allergy ¿other/rash/skin condition") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, allergy to metals, abdominal pain and rash had resolved and the menstrual disorder, depression, anxiety, vaginal haemorrhage, menorrhagia and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013 : was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area. Plaintiff received treatment for pain, bleeding, migration, perforation. Did not see any definite evidence of uterine perforation on this study without contrast. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: there is a metallic density within the uterus which apparently represents the uterine coil. It appears to be in the vicinity of the fallopian tubes. I do not see any definite evidence of uterine perforation on this study without contrast.. Laboratory test - on (B)(6) 2013: both ovaries seen - a few cyst seen on each ovary, largest on right ovary is 0.7 cm - largest cyst on left ovary is 1.24 cm. I was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area.. Pathology test - on (B)(6) 2013: gross description: a. Received specimen is labelled ¿left fallopian tube coil¿ is a silver metallic coil with attached silver metallic fragment, all of which measures 5 cm in length. The specimen is consistent with foreign body and is for gross exam only.. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Event: post removal complications added. Event allergy was updated to rash/skin condition. Events outcome were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the perforation, pelvic pain, menstrual disorder, allergy to metals, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menstrual disorder, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s))') in a 29-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included ovarian cyst, left lower quadrant pain, hematuria, cholecystectomy and abdominal pain. Concomitant products included ibuprofen for abdominal pain as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophene) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), 5 days after insertion of essure. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems -mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy/salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, menstrual disorder, allergy to metals, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, anxiety, depression, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013 : was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area. Did not see any definite evidence of uterine perforation on this study without contrast. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: there is a metallic density within the uterus which apparently represents the uterine coil. It appears to be in the vicinity of the fallopian tubes. I do not see any definite evidence of uterine perforation on this study without contrast. Laboratory test - on (B)(6) 2013: both ovaries seen - a few cyst seen on each ovary, largest on right ovary is 0.7 cm - largest cyst on left ovary is 1.24 cm. I was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area.. Pathology test - on (B)(6) 2013: gross description: a. Received specimen is labelled ¿left fallopian tube coil¿ is a silver metallic coil with attached silver metallic fragment, all of which measures 5 cm in length. The specimen is consistent with foreign body and is for gross exam only. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received. Lot number added. New events:plaintiff did not undergo any confirmation test was added. Event perforation was updated to fallopian tube perforation. Outcome of event pelvic pain updated. Events onset date were added. New reporters and plaintiff's information was updated. Concomitant drugs, conditions were added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s))') and device dislocation ('migration / migration of essure device location of device: out of the fallopian tube') in a 29-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's medical history included heart murmur, celiac disease, guillain barre syndrome, pancreatitis, swelling abdomen and nephrolithiasis. Concurrent conditions included ovarian cyst, left lower quadrant pain, hematuria, cholecystectomy and abdominal pain. Concomitant products included ibuprofen for abdominal pain as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophene) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems -mental anguish/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy ¿other/rash/skin condition") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral) and hysterectomy(full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, allergy to metals, abdominal pain and dermatitis allergic had resolved and the menstrual disorder, depression, anxiety, vaginal haemorrhage, menorrhagia and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dermatitis allergic, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013 : was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area. Plaintiff received treatment for pain, bleeding, migration, perforation. Did not see any definite evidence of uterine perforation on this study without contrast. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: there is a metallic density within the uterus which apparently represents the uterine coil. It appears to be in the vicinity of the fallopian tubes. I do not see any definite evidence of uterine perforation on this study without contrast. Laboratory test - on (B)(6) 2013: both ovaries seen - a few cyst seen on each ovary, largest on right ovary is 0.7 cm - largest cyst on left ovary is 1.24 cm. I was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area.. Pathology test - on (B)(6) 2013: gross description: a. Received specimen is labelled ¿left fallopian tube coil¿ is a silver metallic coil with attached silver metallic fragment, all of which measures 5 cm in length. The specimen is consistent with foreign body and is for gross exam only. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ¿following company internal coding review, the reported event ¿allergy/rash/skin condition¿ was recoded to dermatitis allergic¿. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s))'), device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in a 29-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included ovarian cyst, left lower quadrant pain, hematuria, cholecystectomy and abdominal pain. Concomitant products included ibuprofen for abdominal pain as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophene) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), 5 days after insertion of essure. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems -mental anguish/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy ¿other"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral) and hysterectomy(full),salpingectomy (unilateral)). Essure was removed on (B)(4) 2013. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, allergy to metals, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013 : was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area. Did not see any definite evidence of uterine perforation on this study without contrast. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: there is a metallic density within the uterus which apparently represents the uterine coil. It appears to be in the vicinity of the fallopian tubes. I do not see any definite evidence of uterine perforation on this study without contrast. Laboratory test - on (B)(6) 2013: both ovaries seen - a few cyst seen on each ovary, largest on right ovary is 0.7 cm - largest cyst on left ovary is 1.24 cm. I was able to visualize the coil in left fallopian tube - I was not able to visualize right coil but I did see shadowing on the right side in that area. Pathology test - on (B)(6) 2013: gross description: a. Received specimen is labelled ¿left fallopian tube coil¿ is a silver metallic coil with attached silver metallic fragment, all of which measures 5 cm in length. The specimen is consistent with foreign body and is for gross exam only. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : events added- device dislocation, abdominal pain, genital bleeding, allergy events outcome updated, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the perforation, pelvic pain, menstrual disorder, allergy to metals, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menstrual disorder, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 24-dec-2018: codes updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.